Event description:
Rptr has had four fillings and several crowns put in at dentist's office since 1998. Had a galvanic reaction to the first two fillings rptr had put in about a year or so ago. Rptr recently had two fillings put in at the dentist's office and had the same galvanic reaction. The difference between then and now is that rptr is still having problems with the fillings. Rptr has had one removed and replaced with a composite filling but is still having pain. The other caused shocking feelings in mouth and is "setting off" the other teeth that are adjacent to it. Rptr is unable to drink acidic fluids because it makes their teeth hurt into there jaw. Rptr will probably have to have it removed and have a crown put in. Rptr gets the metallic taste in mouth from several of fillings and now crowns too.